Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my coil migrated and its now in embedded in my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of my coil migrated and its now in embedded in my uterus"), arthralgia ("hip pain") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, arthralgia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal, one of my coil migrated and its now in embedded in my uterus, pregnancy with contraceptive device, device ineffective, pain in hip and low back pain quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case 2014-007670, hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my coil migrated and its now in embedded in my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of my coil migrated and its now in embedded in my uterus"), arthralgia ("hip pain") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, arthralgia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal, one of my coil migrated and its now in embedded in my uterus, pregnancy with contraceptive device, device ineffective, pain in hip and low back pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Events: one of my coil migrated and its now in embedded in my uterus, pregnancy with contraceptive device, device ineffective, pain in hip and low back pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my coil migrated and its now in embedded in my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of my coil migrated and its now in embedded in my uterus"), arthralgia ("hip pain") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, arthralgia and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal, one of my coil migrated and its now in embedded in my uterus, pregnancy with contraceptive device, device ineffective, pain in hip and low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.